Event description:
It was reported that during a right-side atrial flutter procedure the lasso catheters display disappeared on the carto 3 system. The cable was replaced however, this did not resolve the issue. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Two catheters were involved in this complaint. Visual inspection of the returned complaint catheters, catheter #1 (lot # 15279618l) showed catheter in normal condition. However, bwi failure analysis lab noted that catheter #2 (lot # 15458014l) showed blue material underneath the distal side of ring #20. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted upon withdrawal of the catheter. The physician was able to remove the catheter safely and without difficulty from the patient. The type and size of the sheath used in conjunction with the catheter was non-bwi sheath (type: sjm fast-cath sl0; size: 8.5 fr; color: white). There was no patient injury reported related to this complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
Further investigation of catheter #2 (lot # 15458014l) regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Analysis result of catheter #1 (lot 15279618l): visual inspection of the returned complaint catheter #1 showed catheter in normal condition. As this catheter #1 was returned for lasso catheter disappearance from the carto 3 display, the returned catheter was tested and passed eeprom data, carto 3 and recalibration check tests. The device history record (DHR) for this particular lasso catheter was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. The initial reported complaint was not confirmed. Analysis result of catheter #2 (lot # 15458014l): upon visual inspection of the returned complaint catheter #2, bwi failure analysis lab noted blue material underneath the distal side of ring #20 which was not reported in the original complaint. The blue foreign material noted specific on this lasso catheter #2, was sent for fourier transform infra red analysis (ftir) testing. As this catheter was returned for lasso catheter disappearance from the carto 3 display, this returned catheter was tested and passed carto 3 and recalibration check tests. The device history record (DHR) for this particular lasso catheter was reviewed and no anomalies were found related to this failure mode. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The ftir testing for the foreign material was identified as acrylonitrile butadiene styrene (abs), which does not match the materials of any bwi catheters/sheaths, nor the material for sjm fast-cath sl0 sheath. Though the type of the foreign material was identified, the source of this material cannot be identified at this point, since no catheter and sheath in use at the time of procedure matches this collected and identified material. The initial reported complaint was not confirmed. However, the root cause of the damage to the ring and the foreign material caught on the ring is still being investigated.